Manufacturer narrative:
(B)(4). The additional graftmasters referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for evaluation and the reported detachment of the device was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported during a procedure, the vessel was perforated by a different device and an attempt was made to use a graftmaster for treatment; however, during advancement in the anatomy and while pushing to overcome the anatomical resistance, without excessive force, the device failed to cross the perforation and the proximal shaft just distal to the hub separated. This occurred with a total of three graftmasters, and all three were removed without issue. The vessel was treated with another device. There was no clinically significant delay due to the graftmasters. There was good patient outcome. No additional information was provided.